Event description:
It was reported that the patient experienced hyperglycemia after eating additional unannounced food following a usual announced breakfast while using the ilet bionic pancreas; the device delivered automated corrections, and glucose levels subsequently returned to range. Symptoms included elevated blood glucose with a reported peak of 386 mg/dl. Outcomes included approximately 3.5 hours above range without hospitalization, backup therapy, ketone testing, or medical intervention. Investigation included customer interview and case review. Investigation of this case revealed that missed meal announcement led to hyperglycemia and that the device correction algorithm functioned as designed to reduce glucose levels. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.